Event description:
It was reported that, "surgeon cemented in the pkr baseplate and femur. Let cement dry with the trial insert in place. When they went to place in this insert, it would not lock in. When they opened a new insert of the same size, catalog number, it locked in place with no problem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.